Event description:
A report was received that the pt had an infection at the incision site. The symptoms were redness and pus discharge at the midline incision. The pt was given both oral and IV antibiotics and is reportedly doing well.